Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the device experienced intermittent operation of the stylus touch-pen; the device passed all incoming testing. The micro processor unit (mpu) and stylus were replaced as a preventive measure.

Event description:
It was reported that the stylus touch-pen of the programmer had to be pushed into the connector port of the programmer and held in place for it to work; changing out the stylus did not resolve the issue. It was noted that some days the stylus would work fine. The programmer has been returned to service, and a replacement programmer was requested. No patient complications have been reported as a result of this event.